Event description:
It was reported to target that when the physician inserted a tornado coil after placing a fastracker into the rha, the coil got stuck at the catheter junction and couldn't be moved. No problems were encountered when a second fastracker was used. There was no consequences to the pt.